Event description:
A report was received that the patient increasingly had difficulty charging the ipg and was now unable to charge the device and its functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient increasingly had difficulty charging the ipg and was now unable to charge the device and its functioning. The patient will undergo an ipg replacement procedure.